Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Off label treatment of an aneurysm located in the mca (middle cerebral artery). The patient was on asa and plavix prior to the procedure. The patient¿s anatomy was not severely tortuous. During the procedure, the pipeline was being navigated into a perforator or subarachnoid space. The area was unmapped. After the pipeline (2.75mm x 14mm) was implanted, the capture coil became stuck in the tissue. Upon trying to recapture the capture coil in the microcatheter, a bleed was observed. Once the capture coil was completely removed from the patient, a massive hemorrhage occurred and verapamil was administered. The m3 vessel was perforated after removal, but the exact time of perforation was unclear. The patient became comatose and required intervention with a transform balloon and detachable coils. No further information was available.